Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with a 400cc mentor memorygel breast implant (left catalog #: 3504001bc, left serial #: (B)(4). And a 425cc mentor memorygel breast implant (right catalog #: 3504251bc, right serial #: (B)(4). Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 27-may-2020, the suspected medical device was returned for evaluation. On 28-may-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, the device was found to be ruptured. Due to insufficient paperwork provided, the analysis performed by the product evaluation lab was limited to non-destructive testing. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, further evaluation was performed and the investigation was updated. Investigation summary: the device was received in three parts. During the visual evaluation, the device was observed to be ruptured. Additionally, within the rupture, an anomaly was observed consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-may-2020, mentor received additional information regarding the condition of the suspected medical device and the date of explantation. A healthcare professional reported that MRI performed on (B)(6) 2019 visualized right-sided rupture, and the patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative right-sided breast pain and deflation. The rupture was visualized via mammogram performed on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.